Event description:
It was observed that during the device evaluation, the high-definition 3cmos camera head exhibited the camera cable was disconnected from video connector, water tightness integrity is lost and the coupler is dirty. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the camera cable was disconnected from video connector, water tightness integrity is lost, and the coupler is dirty. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation results, no nonconformances were found. The most probable cause of the identified failures is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. To mitigate risk/harm to the patient, never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor the field performance of this device.